Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the bending rubber leak, the remote control buttons leak, the insertion flexible tube (ift) worn out, the distal body worn out, the brand plate worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.